Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibitting oversensing which resulted in the inhibition of pacing. It was also noted that the patient is pacemaker dependent and was asystolic for greater than two seconds during the reconfirmation algorithm phase of the detection.